Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that the impedance of this lead had risen to greater than 2500 ohms impedance shortly after implant. The physician believed it might have been caused by the helix not being fully deployed, so a revision procedure was done. The lead was explanted and the helix appeared to be working appropriately and impedance was measured at approximately 1000 ohms. One day later, the impedance was measured at 560 ohms. Boston scientific technical services stated that new implant impedance measurements can fluctuate a bit, and 1000 ohms in within an acceptable range for this lead and not unexpected behavior. To date, there have been no adverse patient effects reported.